Event description:
It was reported that the customer received a button error alarm. It was also reported that the customer received an unexpected restart alarm. Customer's blood glucose level at the time 189mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. No reset error alarm could be verified due to the unresponsive buttons. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.